Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that removal difficulties occurred. The 85% stenosed, 32mm x 3.0mm target lesion was located in the moderately tortuous and severely calcified left anterior descending artery (lad). A 3.00 x 32 synergy drug-eluting stent was selected for use. However, the stent got kink at the proximal end of lad. In order to withdraw the stent, the physician fractured the device at the artery sheath. The procedure was completed with another of same device. There were no patient complications reported and the patient's status was stable.

Event description:
It was reported that removal difficulties and shaft break occurred. The 85% stenosed, 32mm x 3.0mm target lesion was located in the moderately tortuous and severely calcified left anterior descending artery (lad). A 3.00 x 32 synergy drug-eluting stent was selected for use. However, the stent got kink at the proximal end of lad. In order to withdraw the stent, the physician fractured the device at the artery sheath. The procedure was completed with another of same device. There were no patient complications reported and the patient's status was stable.

Manufacturer narrative:
Device is a combination product. Device evaluated by MFR.: synergy ous mr 3.00 x 32mm stent delivery system was returned for analysis broken into 2 sections. Visual and microscopic examination of the crimped stent found no issues with the stent. There were no signs of damage, stretching or lifting of the stent struts. The stent showed no signs of movement and was set between the proximal and distal marker bands. The crimped stent outer diameter was measured and the result was within max crimped stent profile measurement. The balloon was reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. Visual and tactile examination of the hypotube found a hypotube break 256mm distal to the distal end of strain relief and multiple hypotube kinks. Visual and tactile examination of the shaft polymer extrusion found no issues. Visual and microscopic examination found no issues with the tip. No other issues were identified during the product analysis.